Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. The patient called wanting to know why her ptm (personal therapy manager) was indicating 8476 rather than delivering a bolus and she had also been hearing an alarm but wasn¿t sure where the sound was originating from. It was reviewed that the code indicated a motor stall and the patient responded, ¿no wonder I feel like crap¿. She stated that she was scheduled for replacement surgery next friday due to battery depletion. The patient was redirected to her healthcare provider (hcp) for further assistance.